Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation showed electromagnetic interference on the implantable cardioverter defibrillator (ICD) and t- wave oversensing (twos) on the right ventricular (rv) lead during one non-sustained ventricular tachycardia (vt) episode. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.